Event description:
Philips received a complaint by the customer on the v60, indicating that a device was not displaying an image. It was reported that there was no patient involvement at the time the issue was discovered. The customer replaced the user interface (ui) assembly, but the image display issue remained. The remote service engineer (rse) troubleshot the device with the customer and provided the customer steps to determine if the reported issue stemmed from the power management (pm) board or power supply. The rse also provided the customer with the part numbers for pm board and power supply replacements.

Manufacturer narrative:
H10: after talking with technical support, the customer replaced the power management (pm) board. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.